Event description:
Customer reportedly received result of 10.6 mmol/l on the compact plus system and 5.8 mmol/l on a lab value within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Replacement was sent.

Manufacturer narrative:
The event occurred in another country.